Manufacturer narrative:
The axium coil will not be returned for analysis as it implanted in the patient and pushwire was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the coiling treatment of a small cerebral aneurysm, the coil would not detach with an instant detacher. It was reported that the physician placed a coil into the aneurysm and attempted two times with the instant detacher to detach the coil but the coil failed to detach. The physician also used a manual method (breaking hypotube method; an alternative method presented in the instruction for use) to detach the coil and the coil was eventually detached from the pusher by repeatedly pushing and pulling the pushwire. The coil was implanted and the procedure was completed with total 5 coils without further issue. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.